Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x zebd-7-7 of lot # c1572371 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 21st june 2019. A kink was observed on the 2nd, 3rd, 4th and 5th portholes at the tapered and non-tapered end of the stent. A 0.035-inch wireguide would not pass the kink. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1572371 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1572371. It should be noted that the instructions for use (ifu0045-6) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. The 0.025¿ wire guide would also provide less structural support for pushability on the wireguide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was selected as a new stent for the procedure of stent exchange for pancreatic cyst drainage. The cyst was located near the pancreas head, so approach was gained from the duodenum with endoscope at reverse angle. 1. A previously placed zebd-7-7 was grasped with grasping forceps and removed with an endoscope (gif2t240/ olympus) as a unit. 2. After an ercp catheter manufactured by mtw was inserted into the pancreas cyst fistula with endoscope (gif-h290, channel diameter: 2.8mm/ olympus), a 0.025inch wire guide (visiglide2 angle/ olympus) was advanced too. Then, the complaint device (zebd-7-7/ lot# c1572371) was advanced through the endoscopic channel. (The endoscope was at reversed angle at this time.) However, the stent stopped advancing at approximately 5~10cm before the distal end of the scope, so the endoscope with the stuck stent and inserted wire guide was removed from the patient to avoid damage of the endoscope. 3. The endoscope was changed with a large intestine endoscope (cf-h290, channel diameter: 3.7mm/ olympus) for the second try. After an ercp catheter was inserted into the pancreas cyst fistula, a wire guide followed, then the ercp catheter was removed. Another zebd-7-7 was advanced through the endoscope. (The endoscope was at reversed angle at this time.) The stent could be placed, so the procedure was completed. 4. After the procedure, the user attempted to remove the stuck stent from gif-h290 by pushing it from the proximal endoscopic channel with a pusher from the device set. (The scope angle was back to straight at this time.) However, because he felt resistance during push, he removed the pusher from the channel and inserted it from the distal end of the endoscope over the wire guide which stuck out of the end. Then, the stent could be removed from the scope. *the cf-h290 was cleaned after removal of the stuck stent and found to have no damage with no leak or resistance during brushing. There have been no adverse effects to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was selected as a new stent for the procedure of stent exchange for pancreatic cyst drainage. The cyst was located near the pancreas head, so approach was gained from the duodenum with endoscope at reverse angle. A previously placed zebd-7-7 was grasped with grasping forceps and removed with an endoscope (gif2t240/ olympus) as a unit. After an ercp catheter manufactured by mtw was inserted into the pancreas cyst fistula with endoscope (gif-h290, channel diameter: 2.8mm/ olympus), a 0.025inch wire guide (visiglide2 angle/ olympus) was advanced too. Then, the complaint device (zebd-7-7/ lot# c1572371) was advanced through the endoscopic channel. (The endoscope was at reversed angle at this time.) However, the stent stopped advancing at approximately 5~10cm before the distal end of the scope, so the endoscope with the stuck stent and inserted wire guide was removed from the patient to avoid damage of the endoscope. The endoscope was changed with a large intestine endoscope (cf-h290, channel diameter: 3.7mm/ olympus) for the second try. After an ercp catheter was inserted into the pancreas cyst fistula, a wire guide followed, then the ercp catheter was removed. Another zebd-7-7 was advanced through the endoscope. (The endoscope was at reversed angle at this time.) The stent could be placed, so the procedure was completed. After the procedure, the user attempted to remove the stuck stent from gif-h290 by pushing it from the proximal endoscopic channel with a pusher from the device set. (The scope angle was back to straight at this time.) However, because he felt resistance during push, he removed the pusher from the channel and inserted it from the distal end of the endoscope over the wire guide which stuck out of the end. Then, the stent could be removed from the scope. The cf-h290 was cleaned after removal of the stuck stent and found to have no damage with no leak or resistance during brushing. There have been no adverse effects to the patient reported. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿difficult advancement'. No adverse effects to the patient have been reported as occurring.